Event description:
It was reported that pump experienced malfunction that did not follow any notable event and that caller had already started pump reset process before contacting support. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted caller in completing pump reset, confirmed malfunction did not recur after reset, advised that pump could continue to be used, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.